Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle customer stated that there were a few occasions when the needle penetrated the vein correctly but no sample was collected in the vacutainer. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: when I visited a diagnostic center for a blood test and mentioned to the phlebotomist that I work at bd when I saw her using bd precisionglide, she said that there were a few occasions when the needle penetrated the vein correctly but no sample was collected in the vacutainer. Once the needle was removed, blood came gushing out. She said this had happened 2-3 times in the past few months. She refused to share specific details or her name and contact information, even though I told her that bd would investigate the complaint to understand product issues and her company or she wouldn¿t be affected.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo shows the product packaging. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes with water, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient flow. B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3 other text : see h.10.